Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2025-01-23. The device product history records (DHR) have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, most likely root cause was evaluated: 1. Technical analysis and hypotheses on the cause thermal overload: excessive heat may be generated when the cutting wire is energized. This thermal stress may have caused the wire to melt or break at its thinnest points, especially at the bends near the insulation. Improper sling positioning: it is possible that the sling was incorrectly positioned, causing the wire to be too close to the wall of the shaft. This incorrect positioning may have encouraged the formation of an electric arc, causing thermal damage and ultimately the wire break. Material fatigue: repeated use and wear of the wire could also have contributed to the material failing at its weakest points. 2. Conclusion due to the missing article, the investigation could not be carried out directly on the product. The analysis is therefore based on the information provided and known mechanisms of similar incidents. The most likely cause of the incident is a combination of thermal overload, possible incorrect positioning of the sling and material fatigue. However, no definitive confirmation of the cause can be made because the affected article was not available. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgical procedure, the bipolar loop has been used, which broke off in the patient's bladder. The foreign body was removed and recovered. Radiological investigations were performed. Procedure completed successfully with no adverse consequences.